Event description:
A pt reported blood glucose results of "189 mg/dl, 178 mg/dl, 197 mg/dl, 314 mg/dl, 349 mg/dl and 393 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.